Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd introsyte-n precision intro broke. The following information was provided by the initial reporter: product was defective upon using per customer. The clinician stated that when she used the device, that it broke in two.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 1 physical sample submitted for evaluation. The reported issue of introducer defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that the reported defect cannot be produced during the manufacturing process. Bd determined that the cause of the failure was likely related to the raw material. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information